Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.2 sticking. A field service engineer (fse) identified damage to the slide mechanism, including missing slide bumpers and ball bearings. It was confirmed that the rail on right side had fully detached. The defective drawer was removed and replaced with a new drawer, which was configured to the system and successfully tested using hardware test application (hta). The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half-height railing had come out and that there was possible damage to the white band at the back. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.